Manufacturer narrative:
Continuation of d10: product ID a71200, serial# unknown, product type software, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they interrogated ins for the first time today and received "validation error, system detected invalid data in the device. Therapy data may be cleared, error code: 00 01 00bb". Caller stated they selected exit workflow and then attempted to reinterrogate and received the same message again but this time, they selected continue and were able to enter the session. Once in the session, the "start usage" button was on the right but on the left, for current device status, it displayed "in use, date not started" in orange. Troubleshooting was not required. It was reviewed that validation error with this code can appear if the "start usage" button is pressed multiple times in quick succession but caller stated they never got within the session to press "start usage" before getting the message. Caller didn't want to continue and select "start usage" and ensure the validation error cleared because the case isn't until the day after initial report and they may not use the device so they didn't want to start usage before it was necessary.